Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.this report is filed (B)(6), 2011. Device not available for analysis.

Event description:
Per the clinic, the patient reported overheating of the processor when in use. There were no allegations of patient injury.

Manufacturer narrative:
(B)(4).